Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the membrane. The extracorporeal was returned along with a pressure valve. A visual examination of the returned product was performed and no breaks were detected in the sensor¿s optical fiber. Two kinks were detected on the iab catheter. They are located at 47.5 cm and 75.9 cm from the iab tip. The catheter kink at 75.9 cm was observed to be an inner lumen kink as well. No other defects were observed. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The technician used a laboratory 0.025" guidewire to go through the inner lumen of the returned iab and found that the inner lumen had traces of blood but was cleared. The inner lumen leak test was performed and passed with no leaks. The iab was placed on the cs300 pump, and no alarm was sounded, the iab passed all tests. The reported event cannot be confirmed by the evaluation. The condition of the iab as received indicated a kink on the inner lumen and catheter tubing. Even though we did not replicate the reported alarm, a kink can cause the issue. We are unable to conclusively determine when these kinks may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab experienced continuous failures and required manual filling. After a day of therapy, the iab was removed by the physician. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab experienced continuous failures and required manual filling. After a day of therapy, the iab was removed by the physician. There was no reported injury to the patient.